Event description:
It was reported that unk green cable errors were occurring during a breast biopsy. The case was aborted without any consequence.

Manufacturer narrative:
Date sent: 07/11/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint. It was found that the green cable has a crack and is rusting. To correct the complaint the analysis technician added heat shrink to the green and blue cables. They also found the safety latch was bent and the e-clip was damaged during disassembly and replaced both parts as a correction. As part of the standard service process, replaced top frame, positioning spring, positioning spring screw and rotation knob. Also replaced port shaft, coil pin, spade assembly and spur gear. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.